Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the patient recharged every week without fail, the device was not in overdischarge, and would be returned.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed the battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2015 and the battery was charged to 4.000 volts. On (B)(6) 2015 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician. (B)(6).

Event description:
The patient reported via the company representative (rep) that the device stopped working, and could not get signal between the programmer and implantable neurostimulator (ins). What led to this event was the patient had parkinson's disease symptoms return. It was unknown when this occurred. Troubleshooting was performed, the rep tried to get signal with the clinician programmer but couldn't get communication. The ins was replaced with a new ins, it works fine. The issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.